Manufacturer narrative:
Product discarded by user. Unable to evaluate. Device history records reviewed, no issues found.

Event description:
Right before the second freeze cycle, noticed that the red spinner was not spinning in the warming catheter. Also noticed the pump was not moving. Doctor decided to continue with the second freeze once we were able to get the pump started again. After completing the second freeze it was discovered that some ice may have compromised the urethra and the warmer which prevented in from moving.. Doctor decided to add warm saline in the urethra and the red spinner was spinning again. Product not returned for evaluation.